Event description:
It was reported that the patient had a shocking or jolting sensation. The patient was scheduled for steroid injections (third in a series of three) in her c-spine. This was performed in a hospital room and she was under anesthesia. The patient then woke up to excruciating buzzing and pain in her legs, arms and torso. All of her vitals went extremely high, such as her heart rate. It was described as being electrocuted, however because she was under anesthesia, she couldn¿t communicate this to the healthcare provider (hcp) staff who were trying to normalize her vitals. It was noted that there was a lot of equipment in the room, and the patient had left the stimulation on before the procedure, however, when she got home the patient checked that her stimulation was off. The patient checked her device because she realized she wasn¿t feeling the stimulation. The patient then turned the stimulation on and everything felt fine. It was noted that the patient had not had her device checked or adjusted since 2011 and she had 7 programs which she used faithfully and hadn¿t had any issues until this event. It was noted that the hcp staff did put the medication in the spine. ¿the patient¿s left arm was hurting underneath, said they had to place her on table instead of table and believed this was when they were trying to lift her¿; it was unclear what was meant by this statement. It was noted that they used x-ray while giving the injection to the patient. The patient was off balance because stimulation was off and her legs were used to having stimulation on. The patient told the hcp staff what she was experiencing once she was able to speak and they told her they didn¿t know what happened. It was noted that the patient had felt a similar shocking experience in an unrelated event. Additional information received a day later reported that during the steroid injection, the patient¿s stimulation was on, but afterward it had turned off without using a controller. There was also tingling in the fingers. When they were trying to get the patient into the wheelchair, the patient felt a supercharged jolt. She couldn¿t move her legs and urinated on herself, and was in severe pain; the patient knew it was the implantable neurostimulator (ins). At the end of the epidural injection procedure when the patient got back home and turned the ins on, she felt a greater stimulation sensation (similar to a new lead implant). The patient had no sustained adverse events from the shock. It was noted that the leads were implanted in the thoracic. Additional information received reported that there was now a 50% or greater symptom reduction. Impedances were checked and one electrode was out of range. It was noted that the cause of the event and if it was related to the device were not determined. Reprogramming was not needed and the patient was doing fine and receiving effective therapy. Refer to manufacturing report # 3004209178-2014-16674.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).